Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due impedances of >2500 for both unipolar and bipolar, which was first noted via home monitoring on (B)(6) 2015 and then later verified in clinic with a programmer. There were no adverse patient side effects reported.